Manufacturer narrative:
The insulin pump was received with no motor error alarms noted and the motor was tested outside the device and passed. The insulin pump powered up properly after battery installation. The operating currents are within specification. No off no power anomalies were noted. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has minor scratched lcd window.

Event description:
It was reported that the customer had a motor error alarms during bolus and follow by off no power alarm on the insulin pump. The customer does not use sensor and sensor feature is not on. The customer has not dropped or bumped the insulin pump. The customer was advised that the damage insulin pump will have to be returned. The customer was advised that the replacement insulin pump will have to be programmed. The patient was advised if any further assistance is needed to contact us.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.